Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had bolus anomaly. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The device was programmed, boluses and monitored all boluses delivered completely and were properly recorded in the bolus history screen. No bolus anomaly noted. The device was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.